Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on level t6. An x-ray performed postoperatively revealed a cement extravasation posterior superior to level t6. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow-up with representative.